Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, mhk610 /j495g batch number, and no non-conformances were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "the braided sutures seemed to not be wound as tight as usual"? Please explain; were the sutures noticed to be unravelled during use on patient? If yes, confirm the specific number of devices (total qty actually involved with reported issue) that failed during this event /procedure during use on patient while suturing? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2019 and suture was used. During the procedure, the braided suture seemed to not be wound as tight as usual. The device was used to complete the case with no adverse patient consequences. No additional information was provided.